Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12 vdc power supply was evaluated and the calibrated to the optimal operating voltage. The workstation cables, boards and connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.